Manufacturer narrative:
A2) patient date of birth ¿ not available from the facility. A3) patient sex - not available from facility. A5) patient ethnicity - not available from facility. B6) relevant tests/laboratory data ¿ not available from the facility. H6) based on the device evaluation and investigation, it is suspected that the patient condition/target lesion being a cto contributed to the difficulty of hydration reaching the treatment site. The lack of hydration resulted in the damage to the distal tip of the device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A coronary atherectomy procedure commenced to treat a lesion in the right coronary artery. A spectranetics elca coronary laser atherectomy catheter was used to treat the patient via radial access (off-label use). During use, the catheter could not be recognized after insertion and failed to calibrate. Another catheter was used to complete the procedure with no reported patient harm. Upon device evaluation on 29may2025, visual inspection found the inner lumen was deformed inward, and there was missing and broken epoxy, with chipped fibers at the elca distal tip. This report captures the elca with missing material, potential for harm.